Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during set up. There was no patient involvement.

Manufacturer narrative:
The service representative was able to reproduce the problem. The hms board was replaced. The pump was flashed and the nvmen was cleared. The problem was resolved after these actions. No further action is required. No nonconformities were noted during the device history record review. The issue will be monitored for trends and if identified, corrections will be recommended.